Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone and clonidine via an implantable pump. The indications for use was spinal pain. It was reported that the patient stated they had the pump refilled on wednesday and since then they have been hearing an alarm every so often. The patient stated that they were hearing the alarm every 3-4 hours. The patient stated the nurse checked the pump and said it was working but they don't know what the noise is. The manufacturer's patient services specialist (pss) asked if the patient was having any symptoms and patient said they are in a lot of pain and they weren't sure if the medication was flowing right but they said it was. The patient mentioned they are in pain 24 hours a day but the pump helps with the pain. The patient was not able to locate an alarm alert on the controller. The issue was not resolved through troubleshooting. Pss reviewed to monitor symptoms and to have their healthcare provider (hcp) check the pump with their tablet. Pss provided technical services number for their hcp if needed. The patient states they were currently at their hcp office and will go back in and have them check the pump. Pss played alarm sounds over the phone and the patient stated the sounds as a non-critical alarm. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient was refilled on (B)(6) 2024 and at that time the patient had a low reservoir alarm. The patient had been hearing the alarm since then every hour. Reviewed issue with new tablet software where alarm would continue until manually silenced. Reviewed there should be an active alarm alert on the home screen and once they choose that they can set it to silenced and then update the pump.